Event description:
Report received from (B)(6) stating that the device was overheating. The device was not being used during surgery. There was no patient injury. It is unknown if user injury or medical intervention occured. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).